Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient has been undergoing radiation therapy, which caused an electrical reset and coincidently caused the hr (heart rate) histogram and percent paced counters to be missing data on the interrogation report. It was noted that it may take another session to clear the invalid data, but the pacing sequence data will be good at the next session. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated a partial electrical reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.